Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07701. It was reported the pt was not satisfied with the stimulation rec'd from his cervical lead, and the neck and arm pain was not covered. It was reported the neck pain had never rec'd stimulation coverage. The pt rec'd programming and also was to try not using the stimulation to determine if the system was providing any relief. Despite the reprogramming attempts, the pt remained unsatisfied, and the physician opted to explant the scs system per request. The exact date of the explant was unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.